Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized and they had to visit emergency room due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer's blood glucose level was 500 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip at the hospital. Customer's current blood glucose level was unknown. Customer treated high blood glucose level with manual injection. Customer was assisted with troubleshooting. Auto mode feature was not activated at the time of high blood glucose event. Customer stated that the low battery alarm was silenced and the battery died overnight . The insulin pump will not be returned for analysis.